Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) was in day dwell 1 of 1 on the homechoice (hc) and stated the patient line had a crack in it. The hp was disconnected and wanted to start over with new supplies. The technical service representative (tsr) instructed the hp to cycle the power to day dwell time equaled 3 hours and 10 minutes and the initial drain volume (idv) equaled 1991ml. The tsr had the hp press the down arrow to the end of therapy and press enter. The hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The sample is available and requested. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for damaged is confirmed because it was reported in the sample evaluation that a cut was found on the patient line and drain line. The assignable cause code was tubing hole because the damage was identified in the evaluation.